Event description:
Fifteen minute procedure for excision of neck cyst. Pad placed on right thigh. Several small pinched areas noted with red petechiae after removal. Going back and looking over the last couple months, several other patients had similar minor injuries.